Event description:
It was reported that the imaging catheter became stuck in stent. An opticross¿ imaging catheter was used to view the moderately calcified target lesion. However, after a non bsc stent was deployed at the left main trunk of the left anterior descending artery, intravascular ultrasound (ivus) was performed but the device got stuck with the distal part of the deployed stent. Since it was severely stuck, the proximal part of the imaging catheter was separated and the imaging core was removed from the catheter. Then an unknown 0.014 inch guidewire was inserted from the proximal part of the catheter, however issue could not be resolved. After that, the wire was exchanged with an unknown 0.025 inch guidewire and the catheter was removed from the patient. The stent was once deformed, thus dilatation was performed with a balloon catheter and the stent was well apposed to the vessel wall and the procedure was completed. No patient complications reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. During device analysis, it was noted that the unit returned has catheter broken and kinked. The sample returned broken, with the telescope assembly cutted. In addition a kink was observed in the sheath assembly from femoral marker to the proximal end. Moreover, the guidewire exit port assembly was found damaged. During functional inspection, the telescope assembly was not able to properly pull back, advance, or retract due to the device condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter became stuck in stent. An opticross¿ imaging catheter was used to view the moderately calcified target lesion. However, after a non bsc stent was deployed at the left main trunk of the left anterior descending artery, intravascular ultrasound (ivus) was performed but the device got stuck with the distal part of the deployed stent. Since it was severely stuck, the proximal part of the imaging catheter was separated and the imaging core was removed from the catheter. Then an unknown 0.014 inch guidewire was inserted from the proximal part of the catheter, however, issue could not be resolved. After that, the wire was exchanged with an unknown 0.025 inch guidewire and the catheter was removed from the patient. The stent was once deformed, thus dilatation was performed with a balloon catheter and the stent was well apposed to the vessel wall and the procedure was completed. No patient complications reported and patient's condition is good.

Manufacturer narrative:
(B)(4).